Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the lcsc5 was connected to a hp052 and they got a solid tone. They connected the test tip to the handpiece and got a solid tone. Pulled another handpiece connector and the lcsc5 worked. There was no consequence to the pt. The rep later tested the handpiece and also got a solid tone.